Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had a corroded motor home switch noted during visual inspection. The insulin pump also received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was via phone call that the insulin pump was exposed to moisture. The caller reported, the insulin pump was dropped into the pool. Customer's blood glucose was unknown. The customer reported, the insulin pump would not turn on after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.